Event description:
Reporting rationale: serious injury - medical intervention. Reporting rationale: restenosis requiring add'l stenting. Device issue: none. Pms case. It was reported that the initial procedure was to treat an ami pt in 2006. Pre-dilatation was performed with another company's 2.5 x 15 mm balloon in the target lesions which had no tortuosity, calcification and 90% stenosis. The 2.5 x 23 mm pixel stent was implanted in the proximal lad and the 2.5 x 18 mm pixel stent was implanted in the mid lad. Both stents were implanted successfully. On six and a half months later, the pt returned for a follow-up and in stent restenosis (isr) as confirmed. On two weeks later, 2006, pci was performed and two stents, of another company, were implanted to treat the isr. The pt was reported to be recovered. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. The pt effect of restenosis is listed in the pixel IFU as a known adverse effect of coronary stenting procedures. Reportedly, the pixel stent implants were used to treat a lesion in an acute myocardial infarction case. The device IFU states that it is a contraindication to use the device in: "pts who have experienced a recent (less than 1 week) acute myocardial infarction." However, in this case, a conclusive root cause for the restenosis cannot be determined. The second multi-link pixel, lot# 5050931 is indicated, is being filed under the same mfg report number.